Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's medtronic diabetes therapy consultant reported via email that the customer was hospitalized for low blood glucose levels. The patient's blood glucose at the time of incident is unknown, but she passed out from her low. The patient declined to speak with the 24-hour helpline. No further details were given, nor were any products returned or shipped.